Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt noticed at the end of treatment that the back of the cassette ballooned out and started to leak. Pt states no ill effects or antibiotics taken. Effluent has remained clear. There is no sample available for eval.